Event description:
Revision surgery - the patient's knee was unstable. The knee was opened and it was found that the tibial insert had broke off.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 5.8 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this part number: three for instability, one due to trauma, and one for wear/excessive wear. This is the first complaint for this lot number. The root cause of the instability was due to the broken tibial post. There are no indications of a product or process issue affecting implant safety or effectiveness.